Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so it could not be determined that the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.